Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
User documentation (technique manual, p/n (B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Furthermore, the implant system requires a torque of at least 30n-cm. The implant was placed on (B)(6) 2012 and the healthcare professional noted that it failed to osseointegrate. Implant was removed on (B)(6) 2013. Failure to osseointegrate is a well-documented inherent risk of dental implants. The healthcare professional did not indicate the following: whether the implant was ever loaded with the overdenture. Whether primary stability had been achieved during implant placement. It was noted that the patient had medium density bone, type ii. The implant's lot history records were reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specifications. No further action is required.